Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the audio bolus button cover was missing from the pump. Unable to test the audio bolus button responsive due to the cover was missing. A dim pink display screen is found. Open the pump cover to take away a bad display screen to perform a test with a new good display screen. The good display screen is showing a strong contrast and clear text. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim and pink. This report is made based on results of investigation completed on (B)(4) 2013.